Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Dealer reports that during a vascular procedure the hinge screw which aligns blades became dislodged and fell into the patient. The screw was successfully retrieved and there was no patient injury.